Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection on scrotum surrounding the pump. A surgical procedure was performed during which the existing ipp was removed and replaced with tactra malleable prosthesis. No further patient complications were reported.